Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. Boston scientific technical services (ts) was consulted and it was noted the patient may have had radiation exposure due to cancer treatment. Ts recommended replacement of the crt-p. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets then caused the device to enter safety mode. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. Boston scientific technical services (ts) was consulted and it was noted the patient may have had radiation exposure due to cancer treatment. Ts recommended replacement of the crt-p. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.